Event description:
A complaint of low readings was reported on a customer's precision xtra/optium meter. The customer obtained a reading of 96mg/dl compared to a lab reading of 300mg/dl. The readings were taken within a ten min timeframe. When plotted against each other on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or report of mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.